Event description:
It was reported that the patient presented for in-clinic follow -up. A device interrogation revealed low pacing impedance exhibited by the right atrial lead. No interventions were made, as the physician elected to continue to monitor. The patient was stable.